Event description:
It was reported that the ilet user was awakened in the middle of the night by a high glucose alert with a fingerstick glucose of 420 mg/dl. The user discovered the pump was out of insulin during tubing change and, after being guided through a full supply change, insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.